Manufacturer narrative:
A device history record review could not be performed as the meter serial number was invalid. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On may 22, 2026, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter was displaying the error 2 message. The complaint was classified based on the customer care agent (cca) documentation. The alleged issue began on (B)(6), 2026. The patient reported that he manages his diabetes with insulin (type not specified) and oral medication (metformin) and continued to follow his usual diabetes management regimen when he was unable to test his blood glucose due to the error message appearing. The patient reported that on (B)(6), 2026, he began experiencing high blood glucose and ¿fell down on the floor because of dizziness¿. The patient claimed the emergency services were notified for assistance and he was taken to the hospital. The blood glucose result obtained at the hospital was not provided. The patient claimed he was treated with intravenous fluids and insulin and stayed in the hospital for 3 days. At the time of troubleshooting, the cca walked the patient through resolving the issue however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention after he was unable to test his blood glucose due to the error message appearing.